Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the intestinal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie device. Abbvie has chosen to report this event due to the potential that the intestinal tube involved could have been the abbvie device. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, there was high pressure alarm from the pump which was caused by a blockage of the intestinal tube. On (B)(6) 2017, duopa therapy was held and patient was put on oral medication. While attempting to replace the intestinal tube, the tip of the intestinal tube got stuck and a bezoar was found. The bezoar was formed by a mass of fibrins. Patient also had diverticulitis. It was discovered that the tip of the j-tube applied pressure on the diverticula and this lead to a perforated peritoneum. There was no sign of infection, however; the patient was put on antibiotic therapy. The intestinal tube is currently out of the patient till further assessment and peg tube remains in place.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received indicates, the intestinal tube perforated the intestine and the tip of the tube was in peritoneum. I twas reported that the intestinal tube was not removed and duopa was initiated with the same tube. The patient did not have diverticulitis, patient had diverticula.